Event description:
Reporter used product in 2007 and placed product on back of left leg. She wore product for approx 2 hours and 15 minutes. Area is burned in 4-5 spots, swollen and red and may be infected. Reporter had never used product before. She had not sought medical attention yet and was treating area with dermoplast and triple antibiotic ointment. She was advised to see doctor for eval.